Event description:
Serious injury involving one person. A report was received that a pt who had been wearing focus night & day lenses experienced pain in the right eye. The pt presented for exam in 2002 with discomfort in right eye and was diagnosed with a mid-superior corneal ulcer located at 3 o'clock, 2mm long, and 2-3mm from the limbal edge. No culture was performed. Pt was prescribed quixin treatment. No further info is available as the pt did not return for follow-up appointment as scheduled.